Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they were traveling and their implantable neurostimulator (ins) "conked out". The patient would like to work with a representative to troubleshoot. The patient had checked the ins with the programmer but was unable to confirm the stimulation status. The programmer was not available to troubleshoot during call. The patient later reported she had reprogramming done with the rep. The patient thought she needed further adjustment or to switch to program b but was unsure/unable to. The patient did not have the programmer with her to troubleshoot. There were no patient symptoms reported. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the patient clarified that when the patient previously reported that "the ins conked out," the patient meant that it stopped working. The patient did everything to it and when she got home it started working again. The patient went back to the doctors and got it working.